Event description:
Additional information was received as follows: a 36x36x70 endurant cuff was implanted on and successfully resolved the type I endoleak. The patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the neck was found to have dilated to 32 - 33 mm in diameter proximally and the device migrated with a proximal type I endoleak present. The aneurysm currently measures 63 x 63 mm. The patient will be monitored. No clinical sequelae were reported and the patient is fine.